Manufacturer narrative:
(B)(4). Date sent: 5/13/2016. Pt info; relevant tests/lab data, other relevant history; concomitant medical products: information was not provided by the contact. Model and lot #; device manufacture date: information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon was unable to provide further information related to the specifics of this event. The patient is ok.

Event description:
It was reported that during a diep flap procedure, the clips were not loading properly, jamming, scissoring, and not forming securely on vessels. The clip fell off post-operatively and there was a post bleed that required a transfusion. One device was disposed of.